Event description:
It was reported that after undergoing a bhr in his left hip joint on (B)(6) 2013, patient experienced cobalt and chromium elevated levels along with a large pseudotumor mass abutting the femoral nerve. Causing also metallosis in his left hip. This adverse event was addressed by conducting a revision surgery on (B)(6) 2023, during which, surgeon converted to total hip arthroplasty. During procedure, when they completed their capsulotomy, they liberated at least 400 ml of gray opaque fluid. In addition, they encountered large amounts of black stained synovial tissue, where they were excised. They also found major osseous defect of left pelvic region and thigh. Patient was transferred to pacu in stable condition.

Manufacturer narrative:
H10:internal complaint number: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.